Event description:
It was reported that patient went to the hospital due to syncope and interrogation revealed premature depletion of battery. Patient requested a device replacement. No patient complication was reported a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The device had normal battery depletion and meets expected longevity.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrections: evaluation summary: (B)(4) the device was returned and analyzed. The device had normal battery depletion and meets expected longevity.